Manufacturer narrative:
It was reported that during an anterior cervical diskectomy and fusion at cervical 6-7 with c-arm, the cautery device caught fire. Reportedly, at the time of the fire, the cautery device had been put "back into the pouch until next use." This incident occurred after the cautery device was initially used. According to the facility, the fire "went out after 2 seconds by itself." It was not identified which part of the device caught on fire. A new cautery device and tip were obtained and the procedure was completed without further reported incident. The patient was under general anesthesia at the time of this incident. There was no reported increase in overall procedure time or need for additional anesthesia. The facility did not identify if the cautery device had been on cut or coag mode prior to the incident. The generator's make, model, settings, and mode were not identified by the facility. There was no reported impact to the patient, to a staff member, or to the procedure. The cautery device was returned to the manufacturer for evaluation. The cautery device functioned nominally in both cut and coag modes. The cautery device shut off immediately after the push button was released. There was no fire or delay in functionality noted during sample investigation. The reported product issue could not be confirmed. A root cause could not determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during an anterior cervical diskectomy and fusion at cervical 6-7 with c-arm, the cautery device caught fire.